Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead did not reveal any anomalies with the exception of damages consistent with procedural damage. The helix mechanism test was unable to be performed due to the condition of the helix when received. Electrical testing revealed no indication of conductor fractures or internal shorts. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, diagnostic imaging confirmed that the right ventricular (rv) lead was dislodged. During the repositioning procedure, the pacing impedance was high so the physician elected to replace the rv lead. The lead was explanted and replaced, and the patient was stable with no adverse consequences.